Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for top assembly batch 8233654 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent embolization occurred. The lesion was located in the posterior descending artery (pda). The vascular access site was the left femoral artery (lfa). The vessel size was 2.50mm in diameter and 80% stenosed. The lesion was succesfully crossed with a guidewire and then predilated with a 2.00x20.0mm balloon. While introducing a taxus liberte 2.50x24.0mm drug eluting stent (des) through the wire the stent wouldn't cross the proximal right coronary artery (rca). There was no significant "asthentric" lesion or calcification present in the proximal rca. As the physician attempted to remove the stent delivery system (sds) the stent slipped from its balloon inside the proximal rca. There were no attempts made to retrieve the stent and it remains in the patient. The patient is stable and there are no reported patient complications. Plavix, unspecified beta blockers, and an unspecified statin were administered to the patient prior to the procedure. During the procedure the patient received heparin. Following the procedure the patient received beta blockers, statins and asa. This product is only ous approved but it is similar to a marketed us device.